Manufacturer narrative:
A ge svc rep performed an onsite investigation. The generator boards and connectors were reseated during the svc call. A filament calibration was also performed. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys exhibited an error. Further info was rec'd from the fse indicating that the sys failed to boot to a usable state. No pt serious injury or death was reported related to this event.